Event description:
Customer's mother reported via phone call, the customer was attempting to deliver a bolus and the insulin pump alarmed button error. Customer's blood glucose was unknown. Customer's mother is unaware why the alarm occurred. She was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.